Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's device migrated up toward the shoulder, and was revised. The patient reports feeling "zapped" near the pacemaker. The area is tender, sore, puffy, and swollen, and feels warm to the touch. The device remains in use and no patient complications have been reported as a result of this event.